Event description:
It was reported that during the implant procedure of the left ventricular (lv) lead, the coronary sinus was dissected. The event was listed as nonserious and resolved during the implant procedure. The lv lead was implanted and no additional patient consequences were reported.